Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31071775l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade and cerebrovascular accident requiring a pericardiocentesis. It was after surgeon had completed the transeptal puncture, surgeon put the vizigo, pentaray and thermocool® smart touch® sf bi-directional navigation catheter into the left atrium. He created an anatomical map of the left atrium using the pentaray catheter. After he created the anatomical map of the left atrium, surgeon proceeded to do a circumferential ablation of the left pulmonary veins using the thermocool® smart touch® sf bi-directional navigation catheter. After this, ablation was completed around the left veins. There was a concern for the patients¿ blood pressure dropping and the patient¿s heart rate had increased at this time. The physiologist performed an echo at this stage and identified that there was a tamponade. A pericardiocentesis was performed and blood was removed from around the heart. The patient had to be transferred to a different hospital via a hospital ambulance to have surgery due to the large quantity of blood that was being removed through the drain that was placed. Additional information was received on 05-sep-2023. Physician¿s opinion on the cause of this adverse event was the procedure as the consultant believes it was due to the transseptal puncture. The last update they had was that the patient had improved. Patient required extended hospitalization because of the adverse event as the patient required surgery to repair the perforation so they required a longer hospital stay as a consequence. Transseptal puncture was performed with a boston scientific baylis nrg needle. No evidence of a steam pop. Irrigated catheter was used in the event, the flow setting was 15 flow rate. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. There was a back patch sensor error when they were setting up the patient when they were getting onto the bed which was resolved by using a spare cable. All force visualization features were used. Visitag module was used, parameters for stability used was range 3mm with respiratory adjustment; time 3seconds; fot 25% over 3g; tag size 3. No additional filter used with the visitag. Tag index was used. Patient status update is that the patient had surgery last tuesday. The surgeon said the surgery had went well. Unfortunately, the patient had a stroke and has not woke up since.

Manufacturer narrative:
Additional information was received on 18-oct-2023. The carto 3 system was used in the case. Therefore, added this system to the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 01-nov-2023, noted a correction to the 3500a follow-up #1 as the d10. Concomitant medical products and therapy dates field should have had populated with carto 3 system; however, in error it was not. Therefore, processed the d10. Concomitant medical products and therapy dates field.